Event description:
It was reported that a patient experienced recurring incontinence with an artificial urinary sphincter (aus). In an ultrasound, the physician found that the aus pressure regulating balloon (prb) had developed a fluid leak. The prb was explanted and tested to confirm that there was a leak present. A new prb was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent thorough analysis. The aus balloon was visually examined, microscopically inspected, and leak tested. Testing identified a pinhole fluid leak at the top of the balloon shell. The analysis was able to confirm the fluid leak allegation, which could potentially lead to urinary incontinence. A risk review was completed that confirmed urinary incontinence and fluid leak are documented as hazards in the hazard analysis; therefore, they are known risks with the device. Based on the information available, the product investigation did confirm the reported event based on the hole that was identified in the device. The conclusion code of cause traced to component failure was chosen to represent this event.

Event description:
It was reported that a patient experienced recurring incontinence with an artificial urinary sphincter (aus). In an ultrasound, the physician found that the aus pressure regulating balloon (prb) had developed a fluid leak. The prb was explanted and tested to confirm that there was a leak present. A new prb was implanted. No patient complications were reported.